Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the self test, sleep current measurement test and active current measurement test. All currents within spec range. The pump was monitored and no failed battery test noted during testing. Successfully downloaded history files and traces using thump software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1, force sensor and vibrator assembly noted. ¿ the pump was received with minor scratches on lcd window, cracked keypad overlay, cracked reservoir tube lip, cracked case(corner of belt clip rails), serial number label missing and scratched case. In summary, customer alleged failed battery test not confirmed. Expose to moisture on electronic assembly noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery issues, insulin pump sometimes show battery empty and sometimes shoot down but when start back it show battery full, constant issue sometimes it works with same battery for days. The customer reported no adverse event. The event involved product(s) mmt-1711k. Troubleshooting was performed and battery failed alarms after inserting new batteries, restarting pump, and using a replacement battery cap. Advised customer that pump will be replaced. No harm requiring medical intervention was reported. Product was return is required for mmt-1711k

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.